Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 27-nov-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving fentanyl (3000 mcg/ml at 1373.4 mcg/day), sufentanil (100 mcg/ml at 45.78 mcg/day), ketamine (3.5 mg/ml at 1.6023 mg/day) and baclofen (40 mcg/ml at 18.312 mcg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's pump had recovered from a motor stall on (B)(6) 2019. They were unable to see further back than (B)(6) 2019. Another stall occurred on (B)(6) 2019 at 19:43, then the logs showed a series of motor stalls and recoveries since (B)(6) 2019. The pump was currently stalled at the time of the call. The pump was being replaced on the day of the call. During the surgery it was noted that the pump connector boot was detached and the connector pin complex slipped right out of the catheter. A new connector piece was used. The issue was considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. The pump was returned, and analysis found a gear train anomaly in which there corrosion and-or wear and-or lubrication of the motor. There was also a feedthru anomaly in which there was shorting across the insulator. If information is provided in the future, a supplemental report will be issued.